Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the both the right atrial (ra) lead and right ventricular (rv) lead exhibited a high undefined impedance. It was also noted that the rv lead exhibited a high v-v sensing integrity counter (sic) count. The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.